Manufacturer narrative:
Getinge USA sales, llc (importer) is submitting this report on behalf of maquet critical care ab (manufacturer). Ref. Exemption #: e2018003. Getinge USA sales, llc 45 barbour pond drive wayne, nj 07470. Contact person: (B)(4).

Event description:
It was reported that the air gas module in the ventilator became defective by the connected compressor. There was no patient involvement. Manufacturer ref. #: (B)(4).

Event description:
Manufacturer ref. #:(B)(4).

Manufacturer narrative:
The ventilator was investigated on site and the air gas module was replaced and returned for investigation. The received air gas module was mounted in a reference ventilator where it failed the pre-use check and alarms were generated during simulated use testing. The failures were caused by a defective delta pressure transducer on a printed circuit board inside the gas module. The delta pressure transducer is part of the flow measuring in the gas module. The failure of the delta pressure transducer leads to inaccurate gas flow regulation which will be detected during pre-use check and alarms will be activated if the failure occurs during ventilation. Getinge USA sales, llc (importer) is submitting this report on behalf of maquet critical care ab (manufacturer). Ref. Exemption #: e2018003. Getinge USA sales, llc (B)(4). Contact person: (B)(4). Ocular inspection showed moisture traces in the filter housing of the air gas module which is the root cause of the delta pressure transducer's failure. The source of water into this air gas module is moist air from the external compressor. Please read the MFR report #: 8010042-2018-00476 report for the investigation results and codes of the event with the external compressor. No device logs has been received.